Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was severed 264 millimeters from the terminal pin and only the proximal segment was returned. Set screw marks were noted on the terminal pin and abrasion was noted, however the poly insulation underneath was undamaged. The lead segment passed continuity testing. Laboratory testing was unable to confirm the reported clinical observations.

Event description:
Boston scientific received information that this patient's cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited high out of range pace impedance measurements and loss of capture. No asystole was noted. The lv lead also had lead body and insulation damage near the clavicle. A revision procedure was performed and the lead was tested with a pacing system analyzer (psa) and lead to header connections were checked. The lv lead was capped and the crt-d was explanted; both were replaced. A portion of the lv lead was returned for analysis. No additional adverse patient effects were reported.